Event description:
The physician reported that the reason for the increase in seizures is that the vns likely lost power and the family wanted it replaced. He then stated that there was no increase in seizures for the patient. The physician stated that it is unclear what the relationship of the increase in seizure frequency was to pre-vns baseline levels as the patient also had colostomy. No causal or contributory programming changes, medication changes, or other external factors precede the onset of the increase in seizures. It was noted that the patient¿s seizure frequency has improved since generator replacement. He stated that he expects the vns was not functioning well near end of life and with the generator replacement the seizure frequency went back to baseline.

Event description:
It was reported on (B)(6) 2014 that the patient underwent generator replacement on (B)(6)2014 due to an increase in seizures. The explanted generator was returned for product analysis. There were no performance or any other type of adverse conditions found with the pulse generator. No eri flags were identified during the analysis. Additional information was requested from the physician but no further information has been received to date.